Event description:
It was reported that three days after surgery, due to the staple line leak the patient was operated on again. It was seen that all the staples in the staple line were opened. Device was discarded.

Manufacturer narrative:
(B)(4). On what tissue type was the device used? Colon. Was the device fired over thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. What purse string technique was used or what purse string technique does this surgeon normally use? No purse string technique / linear stapler was used for transsection to rectum. Proximal stoma, extra abdominal purse string technique was used after anvil inserted and then go end back to abdomen. How was the purse string placed, by hand or with an assist device? By hand for proximal area. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Visual confirmation with laparoscopy. How thick was the tissue, was it evenly and tension-free distributed in the instrument? Rectum / normal range. Was the anvil put on the trocar exactly horizontally? No. Putting the anvil on the trocar were any graspers used? No / extraabdominal inserted. Was the device completely fired plastic to plastic? Yes. When the device was fired, what was the location of the indicator within the gap setting scale? Top / thin. Was the instrument fired across or near an existing staple line or clip? No. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Laparoscopically. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? No. Reoperation: has additional tissue to be cut out? No. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Cancer / biopsy / laparoscopically. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? No / not yet. What is the age and sex of the patient? She is (B)(6) old. What is the current status of the patient? Left hemicolectomy + colostomy (hartmanns procedure).